Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, as a precautionary measure, the service rep adjusted the ps2 power supply voltage and reseated the gib and ffb boards.

Event description:
The customer reported the system displayed a white screen and would not display a usable fluoroscopic live image. There is no report of pt injury.